Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine years and eight months post implant of this bioprosthetic valve, the valve was explanted and replaced with another valve of the same model and size. The reason for explant was not reported. No adverse patient effects were reported.